Event description:
Caller reported an issue where the insulin gauge displayed an amount different than expected, specifically with a fill estimate showing 2 units instead of the expected 240 units. Technical support assisted the caller in reloading the cartridge and instructed them to disconnect and deliver a 10.2 unit bolus, understanding that it would affect the insulin on board (iob). After these actions, the discrepancy in the fill estimate decreased to an acceptable level, resolving the issue. There was no adverse impact to the customer¿s blood glucose level.